Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine wether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose was greater than 14 mmol/l (252 mg/dl) and that the cannula was kinked.